Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right ventricular lead was difficult to position, the sensing was unacceptably low, and the defibrillation testing (dft) was unsuccessful. External defibrillation was performed and a different lead was implanted. It was also reported that following dft, the right atrial lead dislodged. It was re-positioned and remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.